Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 4f amplatzer torqvue 45x45 delivery sheath. The amulet was implanted on a single attempt. After the procedure, patient was on dual antiplatelet therapy (dapt). On (B)(6) 2025, 45 day post computed tomography (CT) showed late pericardial effusion (pe). A follow up tee was conducted on (B)(6) 2024, there was no increase in the pe and no intervention provided. The patient was reported stable.

Manufacturer narrative:
An event of pericardial effusion 45 days post procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. However, a medical review of imaging received from the field was performed by a medical reviewer. Based on the information and imaging received, the cause of the reported incident could not be conclusively determined.